Event description:
It was reported that a homechoice automated set with cassette had "a hairline crack and was probably also leaking". This occurred during before use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter city: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a crack at the side of the welded cassettes. An underwater pressure test was also performed and a leak was observed at the crack location. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause could be if the cassette had contact with a solution containing alcohol; this could cause the condition. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.